Manufacturer narrative:
(B)(4).the lot number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during use of a tracheostomy tube, the patient was moved and their oxygen level decreased. The tube was then replaced. The reporter stated that the device was not defective but cuff was too small to seal the airway. The patient had been using this same product prior to the model change occurring. There is no report of serious injury or death associated with this event.